Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7, -9.00/4.0/089 (sphere/cylinder/axis) into the patient's right eye (od) in (B)(6) 2021. The patient experienced excessive vault. On (B)(6) 2022 the lens was exchanged for a shorter length lens. This resolved the problem. Cause of event reported as unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5 13.7, -9.00/4.0/089 (sphere/cylinder/axis) into the patient's right eye (od) in (B)(6) 2021. The patient experienced excessive vault. On (B)(6) 2022 the lens was exchanged for a shorter length lens. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The patient experienced excessive vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The patient experienced excessive vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.